Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a code 1005 indicative of an open circuit condition during shock delivery with shock impedances over 145 ohms. Technical services (ts) was consulted and noted this device had already triggered end of life (eol), and no further data was available through interrogation. Subsequently, this system was turned off due to the patient having terminal cancer and therapy being no longer required. No adverse patient effects were reported.